Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system, and could not duplicate the reported issue. The central processor unit (cpu) board was replaced as a precaution.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.